Manufacturer narrative:
(B)(4). The pump was unable to perform displacement test due to the missing retainer. The device was received with a severely scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, missing reservoir tube o-ring and broken reservoir tube lip,

Event description:
The customer¿s parent reported via phone call that the pump was missing a piece. His blood glucose was unknown at the time of the incident. The customer was advised to disconnect from the pump. He stated that the infusion set and the reservoir does show signs of damage. The caller said that they believe the customer may have dropped his pump during camp and that the damage is by the reservoir. They were advised that the pump needed to be replaced and that the customer should revert to a backup plan per his doctor¿s orders. The pump was returned for analysis.